Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. The patient's external and common iliac arteries measured between 6mm and 7 mm in diameter. It was reported that, during the index procedure, a valiant stent graft was attempted to be delivered through the left iliac artery but the delivery system would not traverse through the left iliac artery. The physician elected to dilate the left iliac artery but, after successful dilation, the delivery system would not traverse through the left iliac artery. An angiogram then revealed a dissection in the left external iliac. The physician elected not to treat the dissection after performing a doppler ultrasound. The physician then dilated the right iliac artery and attempted to insert the same delivery system through the right iliac artery. However, the delivery system would not traverse through the right iliac artery. The physician then elected to place another manufacturer's 20 f to 29 f adjustable sheath through the right iliac artery. There was pressure as the delivery system was passed through the sheath but the valiant stent graft was then able to be successfully deployed to the level of the celiac artery. An angiogram revealed a proximal type I endoleak after the valiant stent graft was implanted. A second planned valiant device was then successfully implanted extending proximally. After successfully implanting the second valiant device, the right external iliac artery was observed to be p erforated. The physician elected to perform a retro peritoneal cut down, repaired the right external artery with a dacron surgical graft, and the procedure was completed. Per the physician, the cause of the event was due to the patient anatomy of small iliac vessels. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.